Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon contacted me to inform me of a peri prosthetic fracture with a tritanium patella. Fracture resulted from minimal trauma. Surgeon expressed concerns of the device as he has had 2 patients in 2 weeks. He plans on bringing the patient back for revision surgery on 2nd november. Left total knee.

Event description:
Surgeon contacted me to inform me of a peri prosthetic fracture with a tritanium patella. Fracture resulted from minimal trauma. Surgeon expressed concerns of the device as he has had 2 patients in 2 weeks. He plans on bringing the patient back for revision surgery on monday 2nd november. Left total knee update: update (B)(6) 2020: fixation procedure performed on the patella using circlage wire.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a tritanium patella was reported. The event was confirmed by clinician review. Method & results: -device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device remain implanted. -clinician review: the available medical records were provided to the consulting clinician for a review which noted, "the event was confirmed. A fracture does exist at the distal patella. The root cause cannot be ascertained without additional information. Medical records, post-op x-rays, description of drilling technique for patella, post-op course, description of the ¿minimal trauma, and/or intraoperative findings may provide insight into the root cause of the event. The fracture/hazard appears unrelated to the implant and was more likely a procedural/technique issue and or traumatic. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient had a periprosthetic fracture. The available medical records were provided to the consulting clinician for a review which noted that the event was confirmed. A fracture does exist at the distal patella. The root cause cannot be ascertained without additional information. Medical records, post-op x-rays, description of drilling technique for patella, post-op course, description of the ¿minimal trauma, and/or intraoperative findings may provide insight into the root cause of the event. The fracture/hazard appears unrelated to the implant and was more likely a procedural/technique issue and or traumatic. The exact cause could not be determined because insufficient information was provided. Additional information including operative reports are needed to fully investigate the event. If further information becomes available , this investigation will be re-opened. Device not available.